Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Properly seated lancet protrudes from correctly positioned end cap. Softclix device and needle requested. No adverse event alleged.